Manufacturer narrative:
Device evaluation: the onyx and dmso vials were returned for evaluation. The tabs of the aluminum caps on the onyx and dmso vials had been removed and the rubber stoppers were punctured. Onyx and dmso residue was found within their respective vials. The remaining onyx and dmso will not be returned as they were consumed in the event. The lot history record of the reported lot number has been reviewed. Review of the lot history record work order corresponds to the information on the returned vials. This event remains under investigation; a follow-up MDR will be submitted when investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The onyx will not be returned for evaluation as it was implanted in the patient. There were no products returned; the event could not be confirmed and the cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2018-00179 2029214-2018-00194. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of onyx rupture of a catheter. The patient was undergoing treatment for a grade 3 arteriovenous malformation (avm) in the right posterior cerebral artery (pca). The catheter and guidewire were flushed as indicated in the IFU. Afterward, the catheter was navigated over the guidewire to the right p2 feeder artery and placed there for injection of onyx. The catheter was flushed with saline, then with dmso. The onyx had been mixed on the mixer and was in the heater for pre-heating. The onyx was taken into the syringe and attached to the catheter hub using the adapter. The "plug-and-pull" method was used to inject the onyx. After approximately 15 minutes of injection, it was reported that the onyx "suddenly came out from 25mm proximal to the proximal marker of the catheter." The physician realized that the catheter had ruptured and stopped onyx injection. The catheter was immediately removed from the patient. Afterward, a new guidewire was navigated through the proximal onyx cast to place a new catheter. The procedure was completed using a liquid embolic from another manufacturer. There were no reports of patient symptoms in association with this event.

Manufacturer narrative:
Based on device analysis, reported information, and provided intraprocedural images, the report of catheter rupture resulting in onyx embolus. The catheter rupture appears to have occurred as a result of over-pressurization. It is possible that the slow injection rate (0.02ml/minute) caused the onyx to solidify while still within the catheter, thus occluding the distal portion of the catheter, resulting in catheter rupture due to over-pressurization. If information is provided in the future, a supplemental report will be issued.